Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for anorexia nervosa. It was reported that the measures taken by the health care provider (hcp) included repeatedly using the clinician programmer 8840 to try and establish a connection, and trying to connect to the ins with the charging system in "physical charging mode". It was confirmed that the patient's general condition was fine without any abnormal symptoms observed.

Event description:
Additional information received from a manufacturer representative reported the cause of the event was unknown. It was unknown if any troubleshooting was done or if any actions or interventions were taken. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was implanted on (B)(6) 2016 and was doing well after surgery. Then on (B)(6) 2016, the patient went to the hospital for a follow-up visit and it was discovered that the implantable neurostimulator (ins) would not connect with the controller or the implantable neurological stimulator recharger (insr); the hcp suspected an ins malfunction. The patient was forced to interrupt treatment. It was later stated that the patient was doing well and the ins was in normal working status.